Event description:
Reporter alleged discrepant blood glucose results on blood glucose device in comparison to the hospital measurement. Customer stated blood glucose measured 105 mg/dl versus the hospital reading of 420 mg/dl when testing was performed back to back. The next day, customer reported her meter read 85 mg/dl compared back to back with the hospital measurement of 200 mg/dl. Customer indicated being in the hospital for a surgery not related to diabetes and was given insulin based on the meter readings. No other actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.